Event description:
It was reported that the right ventricular lead exhibited lead noise episodes, drop in impedance, and rise in threshold. Lead damage was suspected; however, x-ray was performed, and the lead looked intact. The physician decided to monitor the patient and take no action. The patient is not pacemaker dependent and was asymptomatic.